Event description:
During insertion of the wire, physician noticed that the wire had several deformities - numerous areas of spurs and extremely rough edges. The wire would not advance through the balloon. The wire was removed and a second wire was inserted, which when removed was frayed and then unraveled. The patient was not injured in any way.======================manufacturer response for amplatz ultra stiff wire guide, amplatz (per site reporter).======================unknown at this time.